Event description:
It was reported that during surgery on proximal finger, the tip of the drill bit broke. It was also reported that the surgeon made multiple attempts to retrieve the broken tip but was unsuccessful. It was further reported the procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
The quality investigation is complete.